Event description:
The customer observed falsely depressed alinity c vancomycin results generated on the alinity c processing module for three patients. The following results were provided: patient 1: sid: (B)(6). Initial result: <1.4 mcg/ml, repeat on other alinity: 3.0 mcg/ml, patient 2: sid: (B)(6), initial result: <1.4 mcg/ml, repeat on other alinity: 2.7 mcg/ml. Patient 3: sid unknown initial <1.4 mcg/ml, repeated <1.4 mcg/ml. Sample patient with different sids repeated on another instrument: sid (B)(6) 1.8, sid (B)(6) 3.0, sid (B)(6) <1.4, sid (B)(6) 2.7, sample sent to another lab with non-abbott analyzer and the results range was 10-12. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity c processing module, list 03r67-01 to the alinity c vancomycin assay, list 08p52-20 which is manufactured by a third party manufacturer, microgenics. Microgenics is responsible for any medical event reporting for the alinity c vancomycin reagent and will provide further information, if applicable. No additional reports will be provided for the alinity c processing module, as it is no longer the suspect device of the incident.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity c vancomycin results generated on the alinity c processing module for three patients. The following results were provided: patient 1, sid: (B)(6), initial result: <1.4 mcg/ml, repeat on other alinity: 3.0 mcg/ml. Patient 2, sid: (B)(6), initial result: <1.4 mcg/ml, repeat on other alinity: 2.7 mcg/ml. Patient 3, sid unknown initial <1.4 mcg/ml, repeated <1.4 mcg/ml, sample patient with different sids repeated on another instrument: sid (B)(6) 1.8, sid (B)(6) 3.0, sid (B)(6) <1.4, sid (B)(6) 2.7, sample sent to another lab with non-abbott analyzer and the results range was 10-12. No impact to patient management was reported.